Event description:
The customer reported they think the end of the replogle has snapped off inside the oesophageal pouch of a baby or was not present before placing into the baby. Staff removed the replogle tube, size 8fr, on 12jan2025, from the baby and noted that the tip was missing. It had a jagged end like it had snapped off. The baby has had a number of x-rays but no obvious tip was remaining in the oesophageal pouch. The fragility of the end piece that sits in patient should be looked at as it doesn¿t look as solid as it used to (hence why it has snapped off).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information, no conditions were found during manufacturing that could trigger the observed condition. As such, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.